Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of broken instrument grips tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.186" x 0.675" was found to be broken off. The broken piece was not returned. Additional observation related to the customer reported complaint was also identified: the force bipolar instrument was found to have a broken molded insulator. The molded insulator was broken at the base of the grip. The broken section measured approximately 0.067" x 0.077" and was not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.